Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality control were within range. Analyzer performance checks did not indicate an issue. The message history from the analyzer noted liquid level detection alarms around the time of the event. A liquid level detection issue may have contributed to the event. No adverse affects to the patient were reported for this event.

Event description:
The customer stated they received questionable results for hcg+beta on their elecsys 2010 rack analyzer (serial number (B)(4)). The customer provided data for three patients, of which there was one discrepant result reported outside the laboratory. The customer stated a client called to question the result, so they repeated the sample. The repeat testing was performed on (B)(6) 2011 using the same 2010 analyzer. The patient's original sample was 0.504 miu/ml. The first repeat result was 1479 miu/ml accompanied by a data flag. The second repeat result was 1458 miu/ml accompanied by a data flag. The patient was not adversely affected by the event. The field service representative could not determine the cause of the event. He checked the condition, alignment and wash station function of the sample and sipper probes. He checked the condition of the sample and reagent syringes and seals. He also checked all mechanism functions. No issues could be found with the condition or function of the analyzer and the issue could not be reproduced. He ran performance tests with passing results. The customer's quality control was in normal range.